Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report high out of range impedances.

Event description:
The report is being filed with analysis details.

Event description:
Additional information received indicated that the high intermittent spikes in pacing impedances on both leads continued, and when the lead was tested in the office again recently they are now seeing observations of loss of capture. Plan was to have patient seen by the electrophysiologist. Subsequently, the device appears to have been explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Event description:
It was reported that the right ventricular (rv) triggered an alert on this cardiac resynchronization therapy defibrillator (crt-d), for high out of range pacing impedances. It was also discovered that there were stored episodes of noise oversensing from the respiratory rate response feature. The feature was turned off and subsequently, the right atrial (ra) lead pace impedance triggered an alert for out of range pace impedances. Both leads are from another manufacturer and it was suspected that there was a possible spring contact issue. No other noise episodes have been seen, since the programming change. The product remains in service and the patient will continue to be monitored. No adverse patient effects were reported.